Event description:
It was reported, the patient was experiencing pain in her toe. The patient visited her physician (B)(6) 2012, and her hcp changed her settings. When the patient returned home, she had to decrease her stimulation because of her toe pain. The patient last saw her physician (B)(6) 2012 and he told her there was not much more he could do for her. As of the day of this report, the patient could not feel stimulation but after changing programs, she was able to feel stimulation but she also experienced the pain in her toe. It was noted when the patient tried to increase on program 2, she was unable to because, she kept receiving the "no communication" screen. Troubleshooting with the patient was performed for about an hour but the patient was unable to get better stimulation that did not hurt her toe. It was also reported "they put in a pacemaker and put a blanket over the patient and it burned out on the left" then her physician managing her neurostimulator "put it on the right side but they did not get a good response so they had to go over to the left side again." It was unclear if this event occurred with the patient's pacing device or her neurostimulator. It was also reported, the implantable neurostimulator (ins) had "not really done anything" for her since it was implanted but she did report her device helped her through the night though she was still leaking and wearing pads during the day. The patient reported "at about 5:30 am, she had an urge to go to the bathroom but she cannot go until she lets the dog out and she did not have any sensation of having to go to the bathroom." It was also reported, the patient has had about 5 surgeries, the last one was to lift her bladder because, it was falling down which occurred sometime in 2012. It was unclear if the surgeries were device related. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID, 3889-28 lot# v846377, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).